Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream pressure plate gap was found to be narrow and out of specification. It was determined that this caused the downstream occlusion alarms. The downstream pressure plate gap was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.